Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent direct stenting of a restenosed other company's drug eluting stent in the lad; two xience v stents were implanted. In 2009, the pt was treated for restenosis via implantation of a xience v stent. At an unk time in five months later, the pt experienced progressive angina with minimal exertion. A functional ischemia study was positive. Diagnostic coronary angiography revealed focal area of restenosis at the distal margin of the previously placed lad stent, it was not reported which of the four stents within the target vessel were involved. This was treated with implantation of a xience v stent. The pt was not hospitalized. There is no additional info available.

Manufacturer narrative:
.